Event description:
It was reported that the patients ipg could be seen through a hole in the skin. The patient underwent an explant procedure and was able to tolerate the surgery well. The patient was also prescribed oral antibiotics. All devices were explanted and will not be returned as it was retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8120500, model: sc-8120-50, serial: (B)(4), batch: 230300a. Product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7035025.